Event description:
It was reported that during a retrospective review of device data, it was identified that a group of two implantable cardioverter defibrillator (ICD) devices exhibited episodes of inappropriate shocks due to t-wave oversensing. No other information was provided. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.